Manufacturer narrative:
Getinge became aware of an issue with one of surgical lights - volista standop. It was stated the corrosion has built up on the device. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination. According to the information provided by getinge technician, the customer received a quote for repair, however the quote was not accepted. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification, since appearance of corrosion could be considered as technical deficiency, and in this way devices contributed to event. It was established that the affected device was not being used for patient treatment or diagnosis when the event occurred. As per information provided by getinge technician, the issue was noted during the preventive maintenance. When reviewing reportable events for this type of issues we were able to establish that the received incidents are occurring at a low ratio. It has also been established that the there was no serious injury or worse reported in the last 5 years due to the issue investigated herein. As stated by the subject matter expert, peeling paint and rust formation were probably caused by: a stagnation of aggressive disinfectant and detergent products due to an inappropriate cleaning protocol. The presence of condensate water or an exposure to humid air due to a high relative humidity of the operating room. The instruction for use indicates the environmental condition for use, the relative humidity must be between 20% and 75%. To prevent any incident the instruction for use mentions to perform daily and monthly inspection in order to detect painting defects, impact marks or other damages. The instruction for use mentions not to clean the device under running water nor spray a solution directly onto the device. Certain cleaning products or procedures may damage the paintwork of the device, which may result in particles falling onto the surgical site during an operation. Fumigation methods are unsuitable for disinfecting the unit and must not be used. The instruction for use mentions to wipe with a dry cloth and to make sure no liquid residue is left on the device after cleaning. (IFU 01781 en 19, pages 29, 37, 41, 93, 30, 89); to reduce the appearance of rust or the degradation of the surface, the technical manual or maintenance manual mentions in the preventive maintenance protocol to lubricate some parts of device (01762en08, page 215). The instruction for use mentions not to use a damaged device because it may lead to a risk of injury for users or a risk of infection for patients. (IFU 01781 en 19, page 30); based on this information, we believe the related devices are performing correctly in the market. We also believe that if the manufacturer¿s recommendation had been followed the incident would have been avoided. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6)2022 getinge became aware of an issue with one of surgical lights - volista standop. It was stated the corrosion has built up on the device. We decided to report the issue in abundance of caution as any rust particles falling off into sterile field or during procedure may cause contamination.